Manufacturer narrative:
B3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device will not turn on. The continuity of the fuses and power cord were checked, and no issues were found. Patient involvement is unknown.

Manufacturer narrative:
Email is: (B)(6). H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found a cracked enclosure and tank cover. Functional testing found, when the device was plugged in and the power switch turned on, the device had no power; confirming the customer complaint. Root cause was attributed to the connection between the power switch and printed circuit board (pcb) being damaged. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.